Manufacturer narrative:
Clinical evaluation performed by medical affairs manager. Partial revision surgery performed 6 years after cementless total hip arthroplasty in a (B)(6) years old man. No information concerning patient health status and level of activity is available. Radiographic images provided show the presence of radiolucent lines in gruen zones 1, 2, 6 and 7 and signs of stress shielding. Aseptic loosening is a possible, literature described mid-term adverse event after cementless tha and causes are often unknown. The reason of this event cannot be determined.

Event description:
On 27-august-2019 we were informed that a revision surgery is planned on (B)(6) almost 6 years after primary surgery, due to stem loosening and pain.